Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Connect drive 08890 (socket broken due to external force) replaced on goodwill with 10148. Contra angle 11203 without error. Charging unit was not provided for investigation.

Event description:
In this event it was reported that a vdw.connect drive motor in combination with a vdw.connect locate gave incorrect measurements. No injury occured.